Manufacturer narrative:
(B)(4).

Event description:
During an arthroscopic repair procedure, the physician reportedly utilized a speedlock knotless implant service. Once implanted in the newly drilled bone hole, the physician attempted to deploy the anchor. As the physician could not disengage the anchor from the inserter, the implant was removed. A second bone hole was drilled and a new implant was placed successfully. No pt complications were reported as a result of this event.